Event description:
The company was informed that the pt is experiencing sound quality issues and discomfort. Programming adjustments have been made and external equipment exchange, however this did not resolve the issue. Revision surgery is under consideration.